Manufacturer narrative:
The hill-rom technician found the mast and screws needed to be replaced. The service manual for the viking s lift (3en380401-10), section 6, point 12 states the following should be inspected at least annually: mast actuator w/mechanical lowering device: - verify that the upper and lower actuator fasteners to the mast are tight. - check that the locking screws on the emergency-lowering device are countersunk; screw heads must not protrude. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this device. It is unknown if the facility performs preventative maintenance on their devices. The technician replaced the mast and screws to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the screws on the lift were coming loose. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).